Event description:
It was reported that during a liver transplant the remote control tilt function of a trusystem 7000 or-table had a 5-30 second delay and the surgeon punctured the diaphragm of the patient due to a lack of visualization. The customer confirmed after pressing and holding the remote button down repeatedly the remote control and or-table did respond. The surgeon was then able to visualize and stabilize the patient¿s bleeding. The customer states the patient is currently recovering post-procedure.this report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Follow-up with the customer confirmed that during attempts to tilt the tabletop the surgical team was simultaneously using a bovie device (a high frequency electrical instrument used for electrosurgical dissection and hemostasis). The trusystem or-table has an integrated safety feature to detect use of high-frequency surgical devices which will prevent table movement in conjunction with use of electrical equipment. It is additionally noted that during the event the customer confirmed no attempts were made from the surgical team to utilize the column keypad which is the secondary method the trusystem 7000 offers for control of tilt function. During inspection of the or-table a hillrom field service technician was unable to duplicate the issue and the device was found to be functioning as designed. However, the technician provided the customer a corded remote control replacement for the table. The remote in question has been returned for further evaluation and the device event logs have been sent for further review. The device instructions for use (IFU) state the following on the use of high-frequency (hf) surgical devices: ¿the operating table is suitable for the use of high frequency surgical devices. The functions of the operating table that are driven by electric motor may be interrupted by the simultaneous use of high-frequency surgical devices.¿ the remote control IFU additionally notes the following warning, ¿use of the remote control is not allowed if hf surgical devices are in use. The motorized functions on the operating table can be interrupted if hf surgical devices are used at the same time.¿ this event likely occurred due to use error of the surgical team simultaneously using the electrical bovie and attempting to move the or-table. Additionally, there was no attempt using the secondary table control unit of the column keypad. Prevention for such an event is outlined in the IFU and noted above. A punctured diaphragm can be life threatening, can result in permanent impairment of a body function or structure which required surgical intervention; therefore, hillrom is reporting this event due to the serious injury involved. Based on the above no further actions are necessary.